Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected. ¿olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the videoscope's image displayed noise during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Based on the results of the investigation, it is likely the following led to the malfunction: electrical contact failure temporarily occurred by accumulated electrical stress from energizing image sensor on image sensor unit at distal end and circuit boards in scope connector, electrical parts included, accidental static electricity, overcurrent from attachment or detachment while the system was on, etc. Which negative effect led to unstable image signal output.